Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 444mg/dl. Customer¿s current blood glucose level was 444 mg/dl. Customer was treated with insulin pump. Insulin pump had motor error alarm. Customer stated that the drive support cap was normal. Customer declined to check leak and air bubbles. The insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected motor error alarm noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.